Event description:
Patient with pectus excavatum was originally implanted with rods (not a synthes product) on an unknown date. At some point post implant the patient complained of pain and requested removal of the rods. When the surgeon removed the rods, it was noted the sternum was not up. The rib plates from synthes did not fit the contours of the patient and the surgeon decided to use left-sides 2.8mm mandible plates (surgeon was aware this was off label) over the costal cartilage and the sternum and then pulled the sternum up to the plate. The surgeon placed three plates and subsequently, the most distal plate broke at the sternal/costal cartilage junction. Reportedly the patient was not in any pain, but heard the plate clicking and requesting plate removal. The surgeon removed the lateral portion of the plate and left the medial portion as it was secure and there was no sign of infection. The patient was healed and nothing else was placed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.